Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring 128 ohms. A latitude alert was received due to the impedances being out of range measuring 130 ohms on the date of the device change out. Technical services recommended to perform a commanded shock to test the lead impedance. The implanted device was successfully explanted and replaced, and the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this patient had 10 separate episodes in which the patient received 10 shocks which successfully converted the ventricular arrythmia. However, upon device interrogation a code 1005 was revealed, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A review of data found with each successive episode and shock impedances dropped. On the 10th episode shock impedances dropped to 65 ohms. With over 10 shocks impedances went from greater than 145 ohms to 65 ohms. Technical services provided recommended to replace the lead. Subsequently, the device was explanted and replaced. The device is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring 128 ohms. A latitude alert was received due to the impedances being out of range measuring 130 ohms on the date of the device change out. Technical services recommended to perform a commanded shock to test the lead impedance. The implanted device was successfully explanted and replaced, and the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this patient had 10 separate episodes in which the patient received 10 shocks which successfully converted the ventricular arrythmia. However, upon device interrogation a code 1005 was revealed, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A review of data found with each successive episode and shock impedances dropped. On the 10th episode shock impedances dropped to 65 ohms. With over 10 shocks impedances went from greater than 145 ohms to 65 ohms. Technical services provided recommended to replace the lead. Subsequently, the device was explanted and replaced. The device is not expected to be returned. No additional adverse patient effects were reported.